Event description:
It was reported that during a procedure, the ablation catheter did not work well. Changing to a new catheter solved the problem. Upon further follow-up, it was confirmed that the problem encountered was lost of all signals (body surface ecgs and all intracardial recordings) on both carto 3 and ep recording systems simultaneously. The user proceeded by changing to a new catheter. No patient injury was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that during a procedure, the ablation catheter did not work well. Changing to a new catheter solved the problem. Upon further follow-up it was confirmed that the problem encountered was lost of all signals (body surface ecgs and all intracardial recordings) on both carto 3 and ep recording systems simultaneously. The user proceeded by changing to a new catheter. No patient injury was reported. Upon receipt of the returned device, the catheter was visually inspected and was found in normal conditions. The catheter was then tested for the complaint reported. Electrical test was performed and the catheter passed specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer's complaint cannot be confirmed. The investigation suggested the catheter performed according to specifications.